Event description:
The recipient reportedly experienced device migration and swelling at the implant site. On (B)(6) 2018, the recipient underwent repositioning surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully reactivated and is reportedly doing well. The recipient remains implanted. This is the final report.